Event description:
It was noted by the investigator and sponsor that the adverse event was not related to the procedure, lead, other components, incisional site/device tract, or programming/ stimulation. It was noted by the sponsor that the adverse event was possibly related to the neurostimulator. The adverse event was described as right sided abdominal pain close to stimulator site. Patient contacted dept for advice reporting some abdominal pain around stimulator site. Had been prescribed both dihydrocodeine and oral liquid morphine solution by gp. Pt has previous neurological pain at the same area, advised that gp should treat that accordingly. A concomitant or additional medication was given. The details provided regarding what happened to the patient or products relevant to this event was: ae 1 (B)(4) what was the outcome of this ae: recovered/resolved on (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).